Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3/4 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During assistance with a system error 2240, which occurred on the homechoice (hc) during use during dwell 3 of 4, the patient was told to end therapy for the night and to contact their peritoneal dialysis registered nurse to determine if they could continue therapy using manual supplies.during a follow-up with the peritoneal dialysis registered nurse regarding the reported problem, they explained the next steps to the patient regarding just continuing therapy using manual supplies. The nurse followed up with the patient, and they have not had any further problems since, therapy has been continuing fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.